Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported to nevro that the patient experienced knee pain during the trial. The device was removed and the patient was given pain medication. There have been no reports of further complications regarding this event.